Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Exact date unknown, implant occurred in 2017-2018.

Event description:
It was reported the patient had a non-device related fall, resulting in the implanted superion indirect decompression spacer becoming displaced causing pain in the low back and lower extremities. Magnetic resonance imaging (MRI) and fluoroscopy images were taken in the field, revealing the spacer was leaning dorsally. The patient underwent a revision procedure to replace the device; however, due to extensive scar tissue and the invasiveness of the approach, the physician decided to abort the procedure.